Event description:
The bulb of the thermometer broke off in infant's rectum after taking a rectal temperature. Bleeding was then noticed coming from her rectum. She was taken to the hosp where they did a rectal exam and induced bowel movement in an attempt to see if there was any more glass or mercury left in the rectum. There was, which the inducement of bowel movements cleared. The infant was discharged within 3-4 hours with no further treatment. Bleeding with bowel movements was observed for the next two days. She has since been seen by a doctor and no further prolbems and no further treatment was necessary.